Event description:
It was reported that the device was put through the trocar and, the jaws did not reopen after they were clasped to go into trocar. A like device was used to complete the case. There was no pt consequence.